Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm via system logs but was not able to reproduce the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller arm (aca) was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the aca was consistent with the reported event and is the potential root cause for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, a nurse called in mid procedure to report that several recoverable errors 25734 appeared pointing to arm 3. The customer rebooted and replaced the sterile adapter as well as the instrument with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified error via error logs. The procedure was continuing with three arms only. The procedure was delayed for less than 15 minutes and completing as planned with no report of patient injury.